Manufacturer narrative:
The complaint is confirmed. Device was received: ar-9676 batch 022106, unpackaged. Observation revealed damage at the distal end, preventing it from being inserted into the sleeve. Measurement with a gauge revealed that the damaged area was not within tolerance, while the rest of the distal end was. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 10/21/2021, it was reported by a sales representative via sems that an ar-9597-20 reamer sleeve and an ar-9676 reamer shaft are stuck. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2021. During set up, prior to the procedure, the two instrument had been assembled together correctly but during the procedure, after many revolutions of reaming, the surgeon was unable to continue due to the inner driver shaft becoming fixed with reamer sleeve. After the procedure, upon inspection, it was found that the outer portion of the driver shaft had adhere to the inner portion of the angled sleeve. The two instruments were able to removed from each other.